Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of tearing the pd catheter resulting in an infection. However, there is no documentation to show a causal relationship between use of liberty select cycler with cycler set and the patient infection. The patient reported the pd catheter tearing and then reattaching to continue treatment. This breach in sterility is most likely the cause of the patient infection. All pd patients are at risk for infection due to a decreased immune system. The pd catheter is the source of infection for a majority of pd-related cases of peritonitis. The catheter provides a portal of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s infection.

Event description:
It was reported that a peritoneal dialysis (pd) patient was seen at the pd clinic for a pd effluent culture obtained and labs drawn. The pd clinic contacted the patient on (B)(6) 2020 to state that they did have an infection and antibiotic therapy would be prescribed. The patient did not have any additional information related to the infection. The patient reported that they had tore the plastic part on their pd catheter and reattached it back to themselves; however the exact cause of the infection was unknown. The patient¿s pd catheter is still being utilized. The patient continues pd therapy on the liberty select cycler without issue. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.